Event description:
It was reported that, "pt is experiencing pain and having trouble lifting his leg. Having problem on the hip joint itself. Can't raise his right hip more than 3 inches of the ground. Walking with a limp, at times when he walks he feels like someone kicked him in the groin. Currently on 30mm morphine and hydrocodone. "

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The device remains implanted. Additional information pertaining to the device(s) referenced in this report was requested from the pt. If it becomes available, the evaluation summary will be submitted in a supplemental report.